Manufacturer narrative:
Model number/catalog number unk-p-aus serial number null batch/lot number unk-p-aus model/catalog description unknown. Model number/catalog number 72400024 serial number null batch/lot number 903653004 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced urethral atrophy leading to the replacement surgery. The patient did not experience any additional adverse event and was said to have no further complications.